Event description:
Complainant alleged that the device was unable to power on. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complainant is still under investigation.